Event description:
It was reported that the battery connector was broken. There was reportedly no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the battery connector was broken. There was reportedly no patient involvement.

Event description:
It was reported that the battery connector was broken. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, which was replaced to resolve the problem. The device remains at the customer site and no further evaluation is warranted at this time.